Manufacturer narrative:
(B)(4). An elevated rim liner was returned for evaluation. As returned, the locking features exhibit damage. The device history record (DHR) review shows that the surface profile of anti-rotation features, od spherical radius, locking features, and taper are 100% inspected at the time of manufacture. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. The shell was not returned because it remains implanted, therefore, no physical evaluation could be conducted. The dhrs were reviewed and indicate the devices were manufactured to specifications, with no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. These devices are used for treatment. Complaint history searches found there are no additional complaints for the product part/lot combinations involved. Due to the shell remaining implanted and unable to evaluate, a specific cause for the reported condition could not be determined with certainty.

Event description:
It is reported that the liner couldn't be assembled into the cup.